Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25046. The patient has two leads with the same lot number. It was reported the patient is experiencing overstimulation and ineffective coverage since implant. An sjm representative met with the patient and gave him new programs. Diagnostics identified low impedance. The patient was instructed to try the new programs and meet at a later date for re-evaluation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.